Event description:
It was reported that "at the beginning of a dialysis, a crack has been located at the arterial lumen on a permanent dialysis catheter. As this has been located very quickly, no consequeces for the pt. The blood loss was approx 200-300 ml. The crack looked like cause by an object (cut)."

Manufacturer narrative:
The device is not available for eval. The catheter was placed in 2006, and removed 2008. A review of the manufacturing records was not possible as the lot number was not provided. Without examination of the device involved in the event, we are unable to determine the cause or factors which contributed to this event.